Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless stem stabilization after intraoperative fracture a radiostereometric analysis" written by david campbell bmbs, fracs, phd, graham mercer bmbs, fracs, kjell g. Nilsson msc, bvsc, dvsc, and stuart a. Callary bappsc published by clin orthop relat res (2010) 468:898¿901 doi 10.1007/s11999-009-1082-5 published online 17 september 2009 was reviewed. The article's purpose is to report findings from a patient examining the migration of cementless stems. Depuy products utilized: corail stem. A (B)(6) woman underwent primary tha and experienced an intraoperative femoral fracture during insertion of the stem. The fracture was treated with removal of the implant, stabilization using one cerclage wire and reinsertion of the component. Surgeon believed fracture was confined to calcar region but postoperative radiographs showed an undisplaced fracture extending beyond the femoral component into the diaphyseal region. The patient was allowed restricted weight bearing for initial 6 weeks postoperatively and obtained recovery successfully. Radiographs war taken at 6 months, 1 year and then 2 years post operatively and revealed stem migration with initial extensive subsidence first indicated at 6 months of 7.3 mm and rotation retroversion 10 degrees and a gradual stabilization over the duration of 2 years.